Manufacturer narrative:
Approximate age of device- 5 years, 5 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported there was a pump stoppage on (B)(6) 2018 observed in the log file. This occurred while the device was connected to battery power. Technical services was onsite on (B)(6) 2018 to perform a driveline repair. X-ray images were viewed onsite and there were a couple areas at the distal end of the driveline and one area possibly internal where the shield looked thin. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. No further additional information was received.

Manufacturer narrative:
Investigation summary: the patient remains ongoing on heartmate ii lvas, serial number (B)(4). Although the reported pump stop and low speed events were confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log file contained data from 14nov2018 to 06dec2018. On 03dec2018, the log file captured a pump stop event while the patient was supported by battery power. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined through the evaluation of the returned driveline. A distal end driveline replacement was performed on (B)(6) 2018 under work order (B)(4) and approximately 19.5¿ of the distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors . The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Incidental findings: visual inspection of the driveline revealed grey rescue tape on the outer silicone jacket at approximately 2-3 inches. Removal of the rescue tape revealed tears in that location; however, no damage to the bionate layer was identified. There was severe breakdown of the metal braided shield observed at approximately 2-3 and 5 inches from the metal connector. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This document addresses all system controller alarms and how to respond to such events. The heartmate ii lvas IFU and patient handbook also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. Both of these documents contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also explain that patients must always connect to the power module or mpu for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.